Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: during the investigation, unexplained power reset events were observed in the black box on (B)(6) 2018. The battery compartment was found to be cracked. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection, and the reported ¿power¿ complaint was duplicated. A test battery cap was used to complete a 24-hour duration test and the pump¿s ex-prime steps with no power reset events duplicated during that time. The pump¿s cover was removed, and evidence of moisture was observed on the display circuit, keypad circuit, and to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was alleged "after inserting several new batteries in the pump, the pump continued to make a very loud unique sound until the pump died". There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.